Event description:
It was reported that the patient with this pacemaker was admitted to the emergency department following a syncopal episode. Upon device interrogation, the physician noted ventricular undersensing, which was confirmed by technical services (ts). Low amplitude was also noted on the right ventricular (rv) lead. Reprogramming was performed. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution and initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.